Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 38 indicating a motor stall with an occlusion, and after discussion of potential supply issues the user performed a dry run of tubing fill past 122 units without issue, then completed a full supply change with alert cleared and insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was unaffected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and a mechanical problem was identified during troubleshooting that resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.